Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vacuum lost after the laser fired. The patient interface was exchanged and the procedure was completed with no patient harm. Additional information received confirmed that the vacuum one occurred before the laser fired but was lower than usual. The vacuum one was lost after the laser fired.

Manufacturer narrative:
The device history records (DHR) for the patient interface was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause cannot be identified conclusively. Potential contributing factors to the lost vacuum may be movement of the patient, improper docking or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).